Event description:
Reporter alleged blood glucose measured 294 mg/dl back to back with a result of "lo" when testing was performed within one minute of each other. It was stated within another 30 minutes the glucose result was 282 mg/dl. No actions were taken and no treatment was received received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.